Event description:
It was reported that 30 minutes into open heart surgery, the oxygen pa02 value in the arterial line dropped to 50 mmhg and stopped. The gas supply was switched form the wall to an oxygen bottle. No difference was observed. The patient expired during the operation. On (B)(6) 2014 the oxygen saturation in the or was measured as 70% by the hospital biomedical engineer. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated. Initial visual inspection shows the device had been rinsed by the hospital, so no clotting or other irregularities were visually present. The device was then cleaned and disinfected with 5% natrium hypochlorite, with no clots noted. Further investigation and testing is ongoing. A review of the device history record was performed for the lot. The device passed the final 100% test, with no deviations or abnormalities noted for this production lot. A supplemental report will be submitted when additional information becomes available.